Event description:
The pt was admitted to the hosp for removal of left breast implant to create symmetry since the right breast implant was removed for infection. At the time of surgery it was found that there was gel within the capsule itself meaning the breast implant had ruptured in terms of dystrophic calcification within the capsule. This was an old breast implant and the MFR is unk.